Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging the onetouch ultrasmart meter is missing segments on the display. Eight days later, the medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt manages his diabetes with 70/30 mixed insulin-no adjustments, and tests his blood glucose 3 times per day (morning, noontime, and dinnertime). Nine days prior, the pt claimed he was unable to obtain a blood glucose reading at 6:30pm due to the segments missing issue. The pt took his usual 40 units of insulin at the time of concern. Within 30 minutes, the pt reportedly started to feel shaky. He administered self-treatment with orange juice and felt better soon after. The pt did not test on any other meter at the time of concern. The pt felt that had he been able to obtain his blood glucose reading at 6:30 pm, he may have been able to prevent his reported symptom. This complaint is being reported because the pt claimed he had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.